Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach in a vein shunt. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt anastomosis. After a non-bsc guide wire crossed the lesion, a 5.0 x 100 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 22 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.